Event description:
It was reported that the "resume insulin" button on the pump touchscreen was not responding to touch inputs intermittently. Customer¿s blood glucose (bg) level was displayed as "high", although a specific value was not given. The customer addressed their bg with a correction injection. During troubleshooting, it was confirmed that the pump touchscreen was currently functioning as intended as the issue was unable to be replicated and customer continued using the pump for insulin therapy.